Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the nurse on (B)(6) 2011 regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. No allegations were made against any of the home patient (hp)?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided. Engineering/ quality review: this complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and advised to speak with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.